Manufacturer narrative:
Return requested. Replacement transformer shipped to site (B)(6) 2016. Medtronic investigation of returned suspect transformer finds that when connected to ac and powered-up, the transformer outputs all measured in the normal range. Device found to be fully functional. On (B)(6) 2016 a medtronic representative performed a navigation system check-out, software and instruments areas passed. Hardware test failed. Computer boot-up failed, system would not power on. Transformer replaced. Issue resolved. System performed as intended. No further issues have been reported.

Event description:
A medtronic ent representative reported that, while in an ear, nose & throat (ent) procedure, the navigation system became unresponsive after patient registration. In trouble-shooting, the mouse and cd drive did not work, displayed a green power light. A direct power connection to the computer powered-up the computer. The surgeon opted to discontinue the use of the navigation system to continue the procedure to completion. Delay in therapy was approximately 5-10 minutes. There was no impact on patient outcome.